Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm 29 occurred during the load process. Blood glucose was 73 mg/dl. Reportedly, the customer was able to load a new cartridge successfully, and continued using the pump for insulin therapy.